Event description:
It was reported that the cardioplegia pump was not functioning during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative replaced the printed circuit board assembly cardioplegia relay and returned the defective board to the manufacturer. The f3 fuse was missing on the board. When the fuse was replaced, the issue was resolved and the system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.